Event description:
During the trial procedure 3-4 months ago there was difficulty advancing the trial lead thru the anchor. The lead would not go thru the anchor, sort of like there was a burr inside. The lead was "catching". It was confirmed that the patient was doing well and the trial was finished. The doctor sutured the leads to the skin and taped them up because he could not use the anchors in the kit to secure to the skin.

Manufacturer narrative:
Concomitant product: product ID 3487, lot# unknown, product type lead. (B)(4).